Event description:
A break in the retention dome during traction removal. The device had been in place for 182 days prior to the complaint incident. The broken dome was not removed from stomach. Only the feeding tube was sent for eval without its retention dome.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.